Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the nose pins were missing on the attachment device. It was further determined that the ball bearings came apart and the balls and cage were missing. It was observed that the extension sleeve was damaged and the color marking spot was worn out. It was further determined that the device failed pretest for visual assessment, cutter insertion and vibration. It was noted in the service order that the device could not be used. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.